Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designed as the use before date. The device used in this event exceeded the use before date. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported during a bi-lateral puncture case. When the physician was pulling back on the angio-seal, the compaction tube did not release. The physician had to manually pull the compaction tube down to compact the collagen and seal the puncture site. Shortly after deployment via the left femoral artery, a pseudoaneurysm was diagnosed using doppler ultrasound. Manual compression was applied using a c-clamp, which controlled the pseudoaneurysm. The patient was reported to be back to normal condition with no further consequences reported.